Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be verified. The customer received a replacement device and this device was archived by stryker.

Manufacturer narrative:
The customer received a replacement device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3: device not returned to manufacturer.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.